Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse stated that approximately half a liter of water and wash solution had leaked from the reagent probe and onto the laboratory floor. The fse evaluated the instrument and determined that the failure mode was a reagent probe solenoid valve. The fse replaced the reagent probe solenoid valve to resolve the issue and no further leaks were observed. The customer has not reported a recurrence of the issue to beckman coulter as of (B)(4) 2014. (B)(4).

Event description:
The customer reported an uncontained reagent probe leak from the unicel® dxc 600 synchron® system. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.